Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow up report is being submitted due to lab evaluation completion on (B)(6) 2021: 'distal end sheath damaged.'

Manufacturer narrative:
Device evaluation 1 units of lot c1774535 of echo-19 was returned opened in its original packaging. Lab evaluation the devices involved in the complaint was evaluated in the laboratory on 19 may 2021. Sheath extender able to advance and retract without issue. Needle able to advance and retract without issue while protruding from the sheath. Distal end of the needle examined, and no issue observed. Distal end of the sheath pierced by needle. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1774535 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1774535 . The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to incorrect transportation, storage or handling of the packaging after the device left the manufacturing facility which may have caused the needle to pierce the distal end of the sheath. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 03-jun-2022.

Event description:
User opened the package and checked the functionality by advancing the needle out of sheath while found out the needle penetrated the surface of sheath. No use on patient. User then changed another same device to complete the procedure. User took a video and report the case to sales rep. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.